Event description:
It was noted there was potential for over-discharge. It was logged the patient met with a manufacturer representative (rep) the friday prior to report regarding his neurostimulator going "dead". It was reported the patient "went over the 60 days" and the rep "used her machine" and reset what she needed to, to get it working again. It was reported that it took 5 hours to get to 50% and the next day he charged to 3/4 full. It was logged the patient did not mean 60 days without charging. It was reported that in december the patient was out shopping and his leg started hurting so he went home and recharged and the battery got real hot inside his body and had a lot of pain, but he still had a small charge and could use it enough to get the stabbing pain away. It was noted he could only get to 1 bar. It was logged the patient had problems getting his neurostimulator to charge during this time. It was noted it was not clear if it was the neurostimulator or the recharger that had 1 bar.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n315387, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).